Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the articles were broken in situ during the operation. All of the broken parts were retrieved from the patient and retained from the outer tubing, which is required to be used with this equipment. No reported patient harm. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device has been received by manufacturer for review/investigation on january 20, 2015.subject device has been received; no conclusion could be drawn as the product is entering the complaint system.device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed for the subject device. The subject device was returned with the tip of the reamer broken off between the shaft and the reamer head. The reamer is also stuck into the drive shaft. The manufacturing review shows that the production procedure of both instruments was in accordance to the specifications and there were no issues that would contribute to this complaint condition. The exact cause of this complaint could not be determined. Due to signs of wear and tear it is probable that this product was used often and intensively. The bad condition of the device in combination with an application of high mechanical force during the surgery could finally lead to the complained issue. The microscopic analysis of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications and the devices can only be disassembled by destruction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: criterion tool & die manufactured the drive shaft ¿ minimum 360 mm length ¿ for use with ria, p/n 314.742, and lot number 5525258 (supplier lot number 14902-01). The supplier¿s certificate of compliance indicates the parts were manufactured to p/n 314.742, revision ¿g¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number (B)(4), revision ¿g.¿ there were no material review reports or non-conformance reports generated for this lot, and the parts were released may 29, 2007. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.